Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient used the patient programmer (pp) several times in the last couple of days and noticed the power on reset (por) message. It was reported that the patient recently had the implantable neurostimulator (ins) re-implanted on (B)(6) 2016. The healthcare professional (hcp) said the ins did not need to be turned off for the re-implant surgery. The patient had already talked to the hcp and they made her call the manufacturer. The patient had diarrhea, and the change in therapy/symptoms was considered sudden. The diarrhea started several days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.